Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/63 years old. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "protamine to expedite vascular hemostasis after catheter ablation of atrial fibrillation: a randomized controlled trial." Heart rhythm. 2018. Doi.org/10.1016/j.hrthm.2018.06.045. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoablation catheter: there was one (1) patient who experienced a cerebrovascular accident. Computerized tomography (CT) images showed that the patient had fully recovered except for mild weakness in the dorsiflexion of the leg. It was also reported that minor hematomas occurred with nine (9) patients. One (1) patient experienced retroperitoneal bleeding which required additional hospitalization and was treated conservatively with temporary cessation of anticoagulation. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. The status/location of the cryoablation catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.